Event description:
It was reported, that the left side of the lock allegedly would not stay locked. No injury reported.

Manufacturer narrative:
It was reported, that the left side of the lock allegedly would not stay locked. No injury reported. The actual device was evaluated. And the customer complaint was confirmed.